Event description:
Ous MDR: boston scientific received info that during a follow up visit, interrogation revealed this atrial lead was dislodged. A revision was performed. This lead was successfully repositioned. No adverse pt effects were reported. According to available info, this lead remains in service. As no further info is expected regarding this issue, our investigation is complete. Should add'l info become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.